Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by the distributor, (B)(4).

Event description:
During an unknown patient procedure it was reported that the instrument broke near the attachment while reaming. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to greatbatch incomplete for evaluation. Only one (1) of the four (4) components of the assembly was returned. However, the reported event was confirmed. The returned component was fractured. Visual examination of the component found the fracture face was not flat indicating that there was an off axis torque on the assembly used when it fractured. The failure is attributed to an off axis torque. A manufacturing review was performed and there were no discrepancies found. No further investigation required.